Event description:
It was reported that during an ladg procedure, the jaw of the device broke. The site also noted that the clip was not loaded. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.